Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from medical records regarding a patient who was receiving ziconotide (2.002 mcg/day at 25 mcg/ml) via an implantable infusion pump for non-malignant pain. It was reported that the patient had difficulty tolerating the ziconotide in the pump at high enough doses to mitigate the discomfort significantly, and desired to have the pump removed. The pump was essentially at zero for about one month. Upon examination during the history and physical on (B)(6) 2009, there was noticeable dysesthesia with light touch to the right upper extremity. There was some decreased strength to the right upper extremity compared to the left. The patient had persistent right upper extremity complex regional pain syndrome refractory to intrathecal ziconotide infusion. On (B)(6) 2009, the pump and catheter were removed. No further complications were reported.